Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. A photo of the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and the electrode was used. During surgery, the electrode head broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: visual inspection: device not returned in the original packaging. The active tip shows no obvious signs of activation. The spring tip is bent to nearly. 90° to the shaft but remains intact. The device shaft is slightly deformed. The returned electrode has not been returned with the connector cable. For a full evaluation, a spare connector cable from product evaluation (p.e) stock will be used. A spare connector cable was inserted into the versapoint 1 generator (gml1180/5), then the returned device inserted into the connector cable. The device was immediately recognized by the generator, with the correct default settings being displayed. Visual inspection recorded that the spring tip was still in one piece but was bent nearly 90° to the shaft. There was no evidence to explain why this had occurred. The device had not been returned in the original package and there was no clear evidence that the device had been activated. The device shaft was slightly deformed but it is not known if this occurred during use or transport. The device still successfully passed both functional and electrical tests. It should be noted that a connector cable from pe stock was utilized for the testing.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history record was reviewed for non-conformances related to the nature of the complaint during the manufacturing process. The results of this review indicate there were zero non-conformances regarding the nature of the complaint associated with this lot.